Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was receiving bupivacaine, unknown baclofen, and dilaudid (hydromorphone) via an im plantable pump for non-malignant pain. It was reported that the pt underwent an MRI. After the MRI, they went back to the hospital to make sure the pump was still working. Patient said they ran the patient therapy manager, and they got an error message of 100. Patient went back in and pressed 'restart' and they were able to clear the error message and there were no more alarms on the controller. Patient wanted to know if the pump was still stalled. Agent reviewed post MRI guidelines with patient. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the healthcare provider (hcp) stating the duration of the motor stall after the MRI was unknown.